Event description:
Reporter stated that injection site had separated when used with power injector. Approximately two weeks ago, an incident resulted in a radioactive spill, which was then cleaned up per facility's protocol. Per reporter this in an ongoing issue, and the number of incidents seems to have increased in the last three weeks. Reporter confirmed that neither incident resulted in patient injury or required medical intervention.